Event description:
The customer reported that the workstation would not boot fully. The customer noticed "interlocks broken" message appear. They tried to boot the workstation, but it stopped booting with "98" appearing on the led display. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked all low voltage supplies and reseated all workstation pcb's. He rebooted the workstation, still not fully booting. He reloaded the system software, system booted fully. He entered the workstation data and rebooted the system multiple times without issue. The system is operating as intended.